Event description:
It was reported that 10 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was in a tight, moderately calcified, greater than 70% stenotic right coronary artery (rca). The vessel was predilated with a maverick 2.5 x 15 mm balloon. There was no difficulty experienced crossing the lesion. The physician successfully deployed the taxus express2 8.8% 2.75 x 32 mm drug eluting stent in the rca. Ten days later the pt returned with unk symptoms. The physician determined by repeat angiogram there was a stent thrombosis and that the stent was not well apposed. The treatment was a ptca with a non-compliant balloon of unk size. The pt's status is reported as good. The physician did comment that he could have done a better job on the stent apposition and should have post dilated during the original procedure.